Event description:
It was reported that the user's dexcom g6 sensor had expired and a new sensor was being set up with guidance. The user received a ¿dosing stopped¿ message on the ilet and was instructed to enter blood glucose values for bg run mode, with additional counseling to disconnect for two hours if using multiple daily injections. User did not have glucometer available to measure blood glucose level. There was insufficient information available to characterize any clinical effects. Outcomes included a delay to treatment or therapy. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, and a usage problem identified, with the device component not applicable. The event involved an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.